Event description:
It was reported that the patient presented for follow up. A device interrogation revealed over-sensed noise exhibited by the right atrial lead that caused episodes of inappropriate automatic mode switch. No interventions were made. No further information was available.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5120080.